Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed to open. A field service engineer (fse) replaced the proximity magnet and turned on the station, and it was stuck on care fusion screen. Further the fse rebooted the station, but the issue persisted. Then network cable was replaced as it was damaged. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer attempted to recover the drawer and pulled on it to see if it would release, but it did not. No sound was heard indicating that the drawer was attempting to release. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.